Manufacturer narrative:
The root cause for the reported ventilator failure was the detection of an incorrect position of the ventilator piston. To prevent damages to the system the device reacted as specified with an autonomous shutdown of the ventilator and alarmed optically and acoustically for ventilator fail while autonomously changing to manual ventilation (man/spont). Manual ventilation remained unaffected, as specified. The returned parts were tested but the reported symptom couldn't be reproduced, therefore a temporary problem of these parts is assumed. The repair solved the issue.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that during a case, the machine briefly displayed a "vent fail" message. The case was completed and there was no patient injury reported.